Event description:
No blood glucose levels reported. The customer reported not being able to get the battery to work on the insulin pump and the insulin pump would not turn on. The customer reported using batteries that were just sitting loose on the drawer. The customer was advised to use brand new batteries for the insulin pump. The customer was advised that a new battery cap would be shipped to rule out any possible issues with the battery cap. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.